Manufacturer narrative:
The customer-reported issue, an emergency battery error alarm without the ability to recover, was confirmed via a review of the driver's patient file and additional evaluation of the battery. The root cause was determined to be a malfunction of the emergency battery as it had an unrecoverable permanent fault. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not in patient use. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited an emergency battery error alarm.